Event description:
The catheter became blocked in the artery, making it necessary to open the artery and remove the catheter. An endarterectomy with the use of a patch was necessary. Retrieval due to bruising (hematoma). Reintervention due to use of a patch on the artery. Patient's outcome is unknown at this time.

Manufacturer narrative:
Without the returned product to assist in this investigation and no evidence to contradict the customer's complaint, the probable failure mode and its root cause are difficult to ascertain. However, this device is supplied with an instructions for use, in which it is stated: 'the choice of catheter material for different angiographic procedures should be based on the physician's experience." And "the catheters are intended for use in angiographic procedures by physicians trained and experienced in angiographic techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed." We will continue to monitor this device in the event we should receive similar complaints.